Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device boots without reaction; further information was provided that the screen is blank. There was no adverse patient impact reported.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified and duplicated during lab tests. Fuse f7 was found open and was replaced. Power pca passed operational check and defibrillator tests. The available information is consistent with a malfunction of the power pca. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.